Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower premedsurg door 2 drawer failed each time whenever it was accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station door 2 was failed when it was accessed. The field service engineer (fse) had checked and confirmed that there were no issues with the devices and no further investigation required. The system functioned as intended after the field service engineer investigated the device.